Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion -expulsion') and fallopian tube perforation ('perforation :fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), headache ("headaches") and burning sensation ("burning on left side"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, vaginal discharge, headache and burning sensation outcome was unknown. The reporter considered abdominal pain, burning sensation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: she received treatment for breakage/ expulsion-expulsion, perforation fallopian tubes, bladder/urinary problems- vaginal discharge, headaches,burning on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, breakage/ expulsion -expulsion, perforation- fallopian tubes, bladder/urinary problems- vaginal discharge, headaches,burning on left side, plaintiff did not under went an essure conformation test.product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('and the coil broke'), device expulsion ('breakage/ expulsion -expulsion') and fallopian tube perforation ('perforation :fallopian tubes') in an adult female patient who had essure (ess205) (batch no. 623196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included depression, nabothian cyst and weight loss. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), burning sensation ("burning on left side") and flank pain ("pain left side"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes), and to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, pelvic pain, abdominal pain, vaginal discharge, headache and burning sensation outcome was unknown, the dysmenorrhoea, dyspareunia and flank pain had resolved and the migraine was resolving. The reporter considered abdominal pain, burning sensation, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, flank pain, headache, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: she received treatment for breakage/ expulsion-expulsion, perforation- fallopian tubes, bladder/urinary problems- vaginal discharge, headaches,burning on left side concerning the injuries reported in this case, the following ones were described in patient¿s medical record; dyspareunia, headache, vaginal discharge, migraines, pelvic pain most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: lot number was added. Reporter information, medical history, concomitant drug was added. New event " coil broke, migraine/headaches, pain left side" was added. Outcome of event "dyspareunia, dysmenorrhea" was updated as " recovered/ resolved". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('and the coil broke'), device expulsion ('breakage/ expulsion -expulsion') and fallopian tube perforation ('perforation :fallopian tubes') in an adult female patient who had essure (ess205) (batch no. 623196) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under went an essure conformation test". The patient's medical history included depression, nabothian cyst and weight loss. Concomitant products included ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headaches"), burning sensation ("burning on left side") and flank pain ("pain left side"). The patient was treated with surgery (bilateral salpingectomy, salpingectomy (bilateral removal of fallopian tubes), and to remove essure). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, pelvic pain, abdominal pain, vaginal discharge, headache and burning sensation outcome was unknown, the dysmenorrhoea, dyspareunia and flank pain had resolved and the migraine was resolving. The reporter considered abdominal pain, burning sensation, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, flank pain, headache, migraine, pelvic pain and vaginal discharge to be related to essure (ess205). The reporter commented: she received treatment for breakage/ expulsion-expulsion, perforation- fallopian tubes, bladder/urinary problems- vaginal discharge, headaches,burning on left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.